Event description:
It was reported that the fenestrated bipolar forceps instrument had a loose cable. The device was not used on a patient. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Customer initially reported loose cable. However, for clarification, the product problem was both pitch cables were broken. Based on this clarification, the complaint was confirmed. Both pitch cables were broken at the distal clevis hub. Both cable segments that contain the crimp were still installed in the clevis. Clevis does not exhibit any damage or wear marks. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.